Manufacturer narrative:
Samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the plunger rod was difficult to move and damaged on the bd ultra-fine¿ ii insulin syringe. The following information was provided by the initial reporter, translated from japanese: "one of the pushers was found to move at an angle."